Event description:
It was reported that "this all began at the beginning of summer", ¿it didn¿t feel like it did before¿. The patient ¿typically got zapped¿ when she went through a theft detector and now noticed that she wasn¿t getting zapped with therapy on. That was reportedly ¿another indication that something wasn¿t right¿. It was noted that the patient was working with her healthcare provider on this issue. If additional information becomes available a follow-up report will be submitted. Refer to manufacturer's report # 3004209178-2013-16739 for additional patient and device information.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# v842532, implanted: (B)(6) 2011, product type: lead. (B)(4).